Event description:
It was reported that there was an apparent fracture of the right ventricular [rv] lead. It was also reported that there were impedance oscillations from 800 to greater than 3000 and the lead was oversensing. A lead integrity alert [lia] was triggered. The rv lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.